Event description:
Complainant alleged that during biomed testing, the device was unable to discharge and powered up with a solid single line on the display. Complainant indicate that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction that the device was unable to discharge was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The customers report that the device powered up with a solid single line on the display was duplicated, and the lcd display was replaced to resolve the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.